Manufacturer narrative:
One hundred samples and video received for investigation. Video displaying a10 ml syringe with liquid inside, and needle assembled is observed. The cannula is located inside a bottle, where the client pushes the plunger to expel the liquid and it is possible to observe how a drop passes the stopper reaching the flange of the syringe. Upon visual inspection of the syringe samples, no defects or issues observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. No molding or other defect can be noticed in the syringe, no burrs or deformations can be seen. Functional testing was performed, no leak observed. Based on the team¿s investigation, possible root cause is associated with a hit during transport or manufacturing. Manufacturing personnel have been notified of this incident to increase awareness. Alarm will be implemented to avoid accumulation of product.

Event description:
No additional information.

Event description:
It was reported that the bd syringe 10ml ll 21ga 1-1/4in mx bun barrel/flange was damaged. The following information was provided by the initial reporter translated from spanish to english: the 10ml syringes have this damage on the cylinder, when loading the medicine it leaks. 5 syringes of 10ml have been presented with the batch 3198249. As response received on 18apr2024. Client 1: - was the reported incident observed before, during or after use on the patient? It was during the medication process, at the time of loading medication for application to the patient. - has there been any harm to the patient/healthcare professional (detail)? In the patient, the late administration of the medication and the extra charge of the medication to the account. - was there a need for medical and/or surgical intervention due to the incident (imaging tests, surgery, drug administration, etc.)? (Detail) no - is the sample related to the incident available for analysis? If yes, please indicate the quantity. Yes, approximately 80 pieces. - is the sample contaminated? If yes, indicate the substance. No client 2: - was the reported incident observed before, during or after use on the patient? - before. - has there been any harm to the patient/healthcare professional (detail)? - no. - was there a need for medical and/or surgical intervention due to the incident (imaging tests, surgery, drug administration, etc.)? (Detail) - no. - is the sample related to the incident available for analysis? If yes, please indicate the quantity. - negative. - is the sample contaminated? If yes, indicate the substance. Nivedhan dharmalingam 29apr2024.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.